Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, customer fainted and lost consciousness. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.